Event description:
It was reported there was possible premature battery depletion. The device was explanted and replaced. It was also reported the atrial lead was undersensing; it was left in use. No patient complications have been reported as a result of this event.

Event description:
It was reported there was possible premature battery depletion. The device was explanted and replaced. It was also reported the atrial lead was undersensing; it was left in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary analysis found the battery was at rrt (recommended replacement time) with a telemetered value of 2.57 volts. Calculations based on programmed parameters when the device was received indicate that the device should have lasted approximately another 40 months before the battery reached rrt level. The device lasted 38% of its projected longevity. The current drain level was higher than normal for this device and the cause of the early battery depletion. Further analysis did not confirm abnormally high current drain. After extensive monitoring and testing, a cause for the premature battery depletion was not determined.